Event description:
Per the audiologist, the patient reported in 2007 that she was not hearing well with her cochlear implant system. The sound processor was reprogrammed. In the following month (date not provided), the patient reported she was unable to hear. Testing at the cochlear implant center showed that the patient was able to hear some sounds, but experienced a "pulling sensation" at relatively low loudness levels. The results of an integrity test done on the next month, were consistent with normal receiver/stimulator function and an electrode array that was not in the cochlea. The audiologist reported one month later that the surgeon found that the electrode array was in the external auditory canal. The device was explanted on four days later. The patient was implanted on the contralateral side on the same day.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.